Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the pin was cold welded to the guide. Visual evaluation identified that the guide was not returned with the pin and, therefore, the complaint is unconfirmed as the devices were found not to be cold welded together. Additionally, unrelated to the reported event, circumferential damage was found throughout the pin (images 1-2). The root cause of the circumferential damage is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon mating the pin with the guide. The reported event is unconfirmed based upon investigation of the returned product.

Event description:
It was reported during a procedure, the 2.8mm pin within ar-9207s became cold welded into resection guide ar-9401-13. It was replaced and the case was completed with no further issues. See photo attached.